Event description:
It has been reported to philips that the geometry movement was partially available. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, no harm occurred to the patient or user despite the system being in use at the time of the event. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse determined that, the issue was most likely caused by a malfunction of the geo pc. Review of the system log file confirmed the reported. The fse reseated the geo pc connection and replaced the cmos battery. Reloaded the geo pc software. After recalibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.